Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker was originally implanted backward. The following day, a reoperation was performed and had to relocate the device on the patient's body. On the next day, the patient undergone another surgery on the neck part due to plaque accumulation. Subsequently, this pacemaker was explanted due to normal battery depletion (nbd) and replaced with different model. No additional adverse patient effects were reported.